Manufacturer narrative:
Customer was sent replacement.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they have a box of synchron drug cal ii with the cap loose on l4. The contents of that bottle have leaked out. The customer was wearing gloves and a lab coat. No injury was reported on this issue.